Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29mg/dl. Low bg cause was not known. Reportedly, the customer lost consciousness and required emergency medical assistance. Technical support recommended the customer consult a healthcare professional to discuss factors affecting blood glucose levels.